Event description:
It was reported that during an upgrade procedure, defibrillation threshold testing failed. The existing right ventricular (rv) lead was explanted and replaced with a dual coil rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).